Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding sets leaked where the tubing apparatus fits into the bag. The patient was duct taping the connection to avoid leaking. There was no patient injury.

Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. One used sample was received at the manufacturing site for evaluation. Visual and functional inspection was performed, and the cross spike was found to be detached from the line. The root cause and action plan will be documented through a corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Update the sample evaluation to reflect that 22 samples were received for the evaluation. See below: twenty-two samples were received at the manufacturing site for evaluation. Visual and functional inspections were performed; the cross spike was detached from the line.